Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with and implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not been able to charge their ins for three weeks because the recharger (insr) would not work/activate/power on. It was unknown if there were any external or patient factors that may have contributed to the issue. The rep tried resetting the insr but that did not resolve issue. The rep stated that the desktop charger connector pin looked okay but the insr port was loose. The ins was depleted and the rep was unsure if it was overdischarged; the rep was unable to connect to the ins using the physician programmer and the patient programmer. The rep planned to meet with the patient after receiving replacement recharger equipment to start the ins again. The patient was sent a replacement insr. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the recharger (serial# (B)(4) revealed no anomalies and the connector had a snug fit and was able to charge to 100%. (B)(4) applies to the recharger (serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient called the manufacturing representative to say that they had received the recharger and they were able to charge and utilize their device. The ins was not overdischarged, just discharged. No further complications were reported or anticipated.